Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The drain times were within the time specifications for a liberty cycler. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining slowly alarms. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3657 ml during drain 5 of the treatment. This drain volume is 183% the patient's prescribed fill volume of 2002 ml. The patient has been to the clinic and had x-rays done. The patient is taking medication to make sure pt does not have constipation. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Attempts to obtain additional information were unsuccessful. There is no information that the medication the patient is taking for the prevention of constipation is related to utilization of the liberty select cycler or any fresenius product(s). Constipation is a common issue in pd patients and the medication the patient is taking to prevent the constipation is not documented as over the counter or prescription. There is no documentation that the patient experienced any adverse event due to the iipv and there is no report of any medical intervention. The patient x-rays are diagnostic tools used to assess the patient status and not considered medical intervention.